Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report.

Manufacturer narrative:
UDI number: (B)(4). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The electrode array moved into the external ear canal. The recipient's device was explanted.